Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: hospital policy.

Event description:
Rep reported that the surgeon revised a gamma nail to a rest mod tha with mdm. The patient received the gamma nail about 2 years ago for a femoral fracture, then developed avascular necrosis. Subsequent collapse of the femoral head has resulted in the lag screw protruding into the joint space requiring revision.

Event description:
Rep reported that the surgeon revised a gamma nail to a rest mod tha with mdm. The patient received the gamma nail about 2 years ago for a femoral fracture, then developed avascular necrosis. Subsequent collapse of the femoral head has resulted in the lag screw protruding into the joint space requiring revision.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.